Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had reported to the neurologist and ent physician that he had vocal cord paralysis, which the patient believed may be permanent and was from vns stimulation. The paralysis was reported to be on the left side. Following the initial implant surgery, the patient was set to 0.25 ma output current, which he tolerated. At the first titration, the patient was moved from 0.25 ma to 0.5 ma. At 0.5ma the patient showed symptoms of hoarseness. The patient was then moved to 0.25ma and the issue persisted. The vns was then set to no longer deliver therapy and the hoarseness persisted which led to the referral to the ent additional information was received that following the vns implant surgery, the patient was reportedly doing well with no hoarseness at all. When the vns was turned to begin to deliver therapy, the patient became hoarse. Per the surgical report the physician obtained, this issue was not surgical. Per this patient, this issue occurred almost immediately after the vns was turned on. It began 10 days after implant around the time of his first titration. The ent physician did not believe the issue was permanent, however, and believed the issue would resolve with time. It was reported that the patient had already shown improvement between (B)(6) 2015 when he first presented to the ent with full left vocal cord paralysis and his next appointment on (B)(6) 2015. No known surgical interventions have been taken. No additional relevant information has been obtained to date.

Manufacturer narrative:
The previously submitted MDR inadvertently omitted the patient's report of aspiration and dysphagia.

Event description:
When the patient presented to the ent with vocal cord paralysis, the patient was also experiencing mild aspiration and dysphagia. This information was inadvertently not reported on the previously submitted MDR.